Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer 3.1 was failed and cannot be recovered. The customer tried to reboot the station, but issue persisted. The customer stated that this malfunction occurred while dispensing medication to patients and caused delay in patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 pockets were not detected on bus. A field service engineer removed and reseated the cubie pockets. Cleaned debris from the cubie trays. Reseated the row board cable and the retractor band cable. Replaced the drawer controller. The drawer 3.1 was pulling too far out when opened. After troubleshooting, it was determined that the rubber slide rail stops were damaged and had fallen out. The stops were replaced, and the storage space was fully restored. The system functioned as intended after the field service engineer repaired the device.